Event description:
It was reported that a spectrum pump had an improper shutdown during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed and confirmed depressed battery pins. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the rear case depressed battery pins. The rear case will require replacement to correct the issue. An 'improper shutdown' error can occur when the device is not properly powered off during the last use. This error does not impact infusion functionality. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction h10: the device was received for evaluation. During functional testing, improper shutdown was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the depressed battery contact pins. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.